Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle broke inside the patient's vein, and surgery was needed to remove it. The following information was provided by the initial reporter: "vps 20 g during removal after insertion inside vein ,half of the needle cut and struck inside vein" "done surgery to patient"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-dec-2022. H6: investigation summary: our quality engineer inspected the 2 photos and 1 representative sample submitted for evaluation. The reported issue of needle broken was not confirmed upon inspection and testing of the photos and sample. The photos provided did not clearly display the packaging and broken end of the canula, resulting in inconclusion findings. The returned sample underwent manual activation testing, and no abnormality or defect was observed. The sample operated as intended. Since the defect was not confirmed, a manufacturing related root cause could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. DHR reviewed was performed on batch# 1359721. Production history record were reviewed. No abnormality was observed. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle broke inside the patient's vein, and surgery was needed to remove it. The following information was provided by the initial reporter: "vps 20 g during removal after insertion inside vein ,half of the needle cut and struck inside vein" . "Done surgery to patient".